Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had a high-pressure alarm. Per reporter, despite changing the cassette and pump, the alarm continued. Reporter indicated it was believed the line was occluded and advised the patient to go to the emergency room. The patient later reported that the pump stopped beeping but started alarming again. The patient was redirected to the emergency room, where the pump was connected to a peripheral IV. Patient initial is (B)(6), male born on (B)(6) 1948.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.